Manufacturer narrative:
Sections with additional information as of 05-dec-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10:retention testing was performed using test strips from the same lot. Retention strips tested within specifications.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 01/27/2024 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 316 mg/dl using true metrix meter; customer stated the result was high. The meter memory was reviewed for previous test result history: result 1: lo date: (B)(6) 2022 time: 9:30 am fasting, result 2: 193 mg/dl date: (B)(6) 2022 time: 9:54 pm undisclosed, result 3: 110 mg/dl date: (B)(6) 2022 time: 9:41 am undisclosed, result 4: lo date: (B)(6) 2022 time: 9:31 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips (2 vials) were returned for evaluation. Product testing was performed and defect found on returned test strips: low results. No defect found on returned meter. Root cause: (B)(4): storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 31-oct-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.